Manufacturer narrative:
Livanova field service representative dispatched to the customer's facility was able to confirm the reported issue. In order to solve the detected issue the patient pump and the distribution board ul 510 were replaced. All functional tests positively passed and the unit was put back into service. A complaint database review was performed and identified that unit was installed since 2016 and no other similar event was reported in the last 24 months. Based on above, it cannot be ruled out that the root cause of the reported event was most likely due to an electronic pcb defect of the involved pump. This led to the defect on the safety resistors for the pump on the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed 2 (two) error messages associated to patient circuits 1 and 2 pumps. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in kreuzlingen, switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.